Event description:
It was reported by the surgeon that the anterior edges of the prodisc c endplates are contacting each other anteriorly. The patient in question does not have significant symptoms associated with this issue. The surgeon reported that the implant may have to be removed from the patient, though to date, no revision surgery has been scheduled. The surgeon provided x-ray films taken several weeks after the implant surgery. Pre-operative and immediate post-operative images were not provided to synthes. This report is for one, unknown prodisc c implant. This report is 1 of 1 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information was not provided by reporter. Event date: unknown. This report is for one, unknown prodisc c implant. Part and lot numbers were not provided by reporter. Implant date was not provided by reporter and device is still implanted in the patient. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: UDI # unknown part number, UDI is unavailable. An internal review was performed. The investigation of the complaint articles has shown that: two x-rays look like representing lateral flexion and extension views. Prodisc c artificial disc is implanted at c5/6 level. It appears that the anterior edge of the prodisc c endplates contacting each other at flexion position, the disc is at flexion position even when patient neck is at extension position. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 7/8/15 - rec'd update that device was retained by the patient. The patient remained asymptomatic; the surgeon had decided to remove the prodisc-c implant due to concerns of metal on metal contact of the endplates originally discovered in the post-initial implantation x-rays. On (B)(6) 2015, the surgeon removed the prodisc-c implant, performed an anterior cervical fusion and revised the patient with non-synthes allograft bone and a non-synthes plate. The surgery was completed successfully. Patient outcome was not reported.